Event description:
Revision on (B)(6) 2015 of primary size 3 c2 stem & 56mm delta tt cup, caused by psoas pain / anterior hip pain. The devices had been implanted on (B)(6) 2013. Intra-op notes during the revision: cup extremely well fixed, excellent new bone ingrowth on cup and on medial to distal part of stem. Slight lucent lines around the proximal part of stem. Surgeon attempted to remove stem but, due to good osseointegration, at the end, he left the stem in situ. Replaced cup, liner and femoral head. The event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing chart of the devices involved did not show any pre-existing anomaly on them. Only the delta tt cup is marketed in the us. In detail, (B)(4) cups were manufactured with the lot # 201302490-1300085; by our checks, all of them were implanted without receiving any other complaint on this lot #. We received a x-ray taken before the revision and a photo of the explanted cup. The x-ray confirms the presence of slight radiolucent lines around the proximal part of stem; the photo of the cup confirms a good bone ingrowth on its external surface. According to surgeon's comments, the reason for patient pain could be the psoas irritation due to possible suboptimal placement and oversizing of cup during the surgery of (B)(6) 2013. No further info is available; by the analysis with the available info, the devices performed according to specifications and they are not themselves the cause for this revision. This is the 9th total revision reported to us involving a delta tt cup (model # 5552.15.xxx), on about (B)(4) of these cups used ww since 2007; the related revision rate is low ((B)(4)). According to our analysis, none of the above revisions was caused by any cup defect. No corrective action for this specific case. Limacorporate will keep monitored the market. Device not returned.